Manufacturer narrative:
Additional information sections: d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's edema was treated medically and it resolved. The recipient is currently using the device. Additional information regarding treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced slow wound healing. The recipient was reportedly prescribed vaseline. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has been reportedly cleared by the physician to resume device use. The incision site will continue to be monitored. The recipient remains implanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.